Manufacturer narrative:
Blood loss is listed in the instructions for use. Kink is not listed in the instructions for use. Event is still under investigation.

Event description:
A (B)(6) male pt underwent aaa repair with left approach. The procedure was conducted as labeled . The pt had aaa and aneurysm of right external iliac artery, so two iliac leg grafts were planned to be placed over external iliac artery. The pt was suitable for endovascular repair; diameter> proximal neck: 28mm/ distal neck: right 13mm, left 20mm length> proximal neck: 20mm/ distal neck: both right and left more than 20 mm diameter of aneurysm: 75mm. MDR# 1820334-2012-00271. During insertion of the first contralateral iliac leg, the delivery system kinked. Only the delivery system was withdrawn and removed, and a wire guide (stiff wire) remained inside of the pt body. A delivery system of the second contralateral iliac leg was inserted over the same wire guide then kinked. The physician withdrew the delivery system to remove it as the first one, but because the wire guide also kinked during an attempt of withdrawing the delivery system, it could not be removed. The physician cut off the kinked part of the wire guide with a wire cutter, then the delivery system could be removed from pt body. The same sized new product from a different lot was replaced for each device and the wire guide was changed from stiff wire to lunderquist. Both of the replaced iliac legs could be placed with no problem. Although duration of the procedure extended and some bleeding was observed (blood transfusion: 300cc), the pt¿s condition is stable.